Event description:
It was reported that the patient was experiencing discomfort at the pocket site six months after implant. The device had migrated and the physician decided to reposition it. The device remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.